Event description:
Received an article published in the scientific journal, annals of vascular surgery titled "balloon-expandable covered stent therapy of complex endovascular pathology." Per the article, the aim of this study was to determine the function of the balloon-expandable covered stent in patients with complex endovascular pathology, including unstable atheromatous lesions, aneurysms, dissections, extravasations, and recurrent in-stent restenosis. Per the article, one patient had a migrated stent.

Manufacturer narrative:
A thorough investigation was not able to be performed as no product code, lot number, or sample was provided. According to the article, this study demonstrates the safety, precision, and efficacy of the icast balloon-expandable covered stent. Intermediate follow-up suggests that patency is sustained with longitudinal surveillance. The clinical utility of this technology is broad for the treatment of aneurysm, extravasation, unstable intimal lesions, and recurrent hyperplasia. Related mr's: 1219977-2014-00274; 1219977-2014-00276; 1219977-2014-00277.